Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient that complained of blur, halos, and glare in the right eye five days post lasik procedure. Topical steroid eye drop dosage was increased. The patient was also prescribed brimonidine tartrate ophthalmic solution to use prior to any night driving. Additional follow up information received indicated the patient has dry eyes. It is unknown if there was any pre-existing issues to cause the dry eye. The patient is on dry eye therapy, the doctor prescribed brimonidine tartrate ophthalmic solution and inserted punctual plugs.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).